Event description:
It was reported that a patient fell and broke her device. The impedance showed a damaged lead. The patient fell frequently and she had multiple sclerosis and other medical conditions which caused her not to heal well. It was indicated that the device was replaced in (B)(6) 2014 and the damaged lead had been replaced. It was unclear if the entire device system was replaced. It was unknown if the patient was receiving effective therapy following the replacement. See MFR. Report # 3007566237-2015-00207 for information regarding an event the patient experienced after the replacement.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va090j4, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).